Manufacturer narrative:
The onyx vial from onyx 18 kit was returned within an opened onyx outer carton and within a vial tray. The onyx vial appeared to have been used and was empty. Onyx residue was found inside of the vial. The onyx was not returned as it was consumed in the intervention. No other anomalies were observed. Based on the analysis and the reported event details, the report of ¿poor onyx visualization¿ could not be confirmed. The root cause could not be determined as the onyx solution was not returned and no images were submitted for review. It was reported that the onyx was shaken on speed 8 for 40 minutes and the solution was immediately injected after mixing. It was not reported if the onyx material was heated. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The vial fill check sheet record was also verified for vials weight and the results are within actual volume. In addition, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report poor visibility of the onyx, while the physician injects the onyx, onyx case was not visible. The device was prepared and used per the instructions for use (IFU). This event occurred during the treatment of an arteriovenous malformation (avm), grade 2. The vessel anatomy was moderate in tortuosity. The onyx was shaken on speed 8 for 40 minutes. The onyx vials did not sit for more than 5 minutes prior to injection. The physician did inject the onyx immediately after mixing. No patient injury reported.